Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during sample evaluation. The assignable cause was determined to be faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The user interface module software version of this device is vista minor (5.04.00).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "703:00". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.